Manufacturer narrative:
Additional information was added to d9, h3, and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional priming test was performed which revealed a leak at the air vent of the filter. The reported conditions were verified. The cause of the condition was determined to be a manufacturing related issue due to poor welding of the filter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: additional phone: (B)(6). Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set leaked at the point where the filter connects with the tube; further specified as leaked out of the filter vent hole. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.